Manufacturer narrative:
The driveline, (B)(4), was not returned for analysis as the pump remains implanted. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing documentation confirmed that the associated driveline met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed six (6) vad disconnect alarms on the reported event date. Analysis of the controller revealed that the device met specifications; the controller passed visual examination and functional testing. The most likely root cause of the reported vad disconnect alarms can be attributed to the tensile force experienced by the driveline, resulting in a marginal connection between the controller and driveline connector. The most likely root cause of the reported vad disconnect alarm can be attributed to the tensile force experienced by the driveline, resulting in a marginal connection between the controller and driveline connector. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02349 and 3007042319-2015-02350) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02349 and 3007042319-2015-02350) submitted for devices related to the same event.

Event description:
It was reported from site by the "vad coordinator that the patient had a vad stop alarm that morning at the rehab." "Patient reported that when she went to grab her patient pack, the driveline was wrapped around the bag and pulled out of the controller." "The rehab staff tried to place the driveline back into the controller, but could not get it connected." "The patient walked the staff through how to do a controller exchange and the patient was changed to her back-up controller successfully." It was stated that the "patient was asymptomatic throughout." No additional information provided. Investigation is ongoing. This is report 1 of 2.